Manufacturer narrative:
Analysis was normal. No anomalies were found

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during routine follow-up in clinic, increase in capture threshold on both right atrial and right ventricular leads was observed. Twiddler's syndrome was noted. The system was explanted and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-15241. Related manufacturer reference number: 2938836-2019-15242.